Event description:
It was reported the lead was fractured, had very high thresholds and intermittent pacing. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported previously implanted lead (B) (4) fractured, had very high threshold and intermittent pacing. Consequently, this lead was capped and replaced. Difficulty was encountered implanting the replacement lead and consequently the physician transitioned to the opposite side with a single coil lead (B) (4). This lead, however, was unable to rescue the patient at 35joules with the device. This lead was removed, and a dual coil lead (B) (4) was selected. Positioning difficulties were encountered with dual coil lead, as patient has a small right ventricle and access was from the right a proximal coil lead that is stiff and larger. This lead was removed as well, and a competitor's brand dual coil lead was selected and able to be placed in the right ventricle without incident.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) the full lead was returned and analyzed. Electrical testing to determine continuity of the conductor(s) passed. A cut was evident of outer tubing overlay at medial section at 24 centimeters. Damage at implant was noted. Primary analysis findings noted no anomalies found, lead functionally normal.